Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture" and "granuloma" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Reason for reoperation: rupture; capsular contracture, baker grade IV; "chronic lymphocytic inflammation". Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ granuloma: unable to observe since it is not related to the device. ¿ calcification: observed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side suspected rupture via ultrasound. Healthcare professional later confirmed left side rupture during surgery and reported left side capsular contracture baker grade IV, "fibrosis of the interlobular stroma", "ductal ectasia", "presence of micro calcifications", and "chronic lymphocytic inflammation (cd30 negative)" diagnosed via pathology. The device has been explanted and replaced with a non-allergan device. Capsulectomy was performed.

Manufacturer narrative:
Continued e1 phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. This record is for left side. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: calcification: observed. Capsular contracture: unable to observe. Granuloma: unable to observe. Rupture: observed an opening assessed as surgical damage. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported left side suspected rupture via ultrasound. Healthcare professional later confirmed left side rupture during surgery and reported left side capsular contracture baker grade IV, "fibrosis of the interlobular stroma", "ductal ectasia", "presence of micro calcifications", and "chronic lymphocytic inflammation (cd30 negative)" diagnosed via pathology. The device has been explanted and replaced with a non-allergan device. Capsulectomy was performed.